Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; however, during power-up the device had error code 112. The most probable root cause was determined to be an intermittent motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault error. The event occurred during testing, there was no patient involvement.